Manufacturer narrative:
With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's pre-existing history of diabetes, smoking and arrhythmias and their related comorbidities; as well as his recent surgical procedure that was further complicated by a return to the operating room for exploration related to post-operative bleeding. Though the root cause of the event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Right heart failure, renal dysfunction and cardiac arrhythmias are known potential complications that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient's post-operative course was complicated by the development of acute kidney injury and right heart failure.  The patient had undergone a previously reported pump exchange on (B)(6) 2015.  Post-operative the patient developed an acute kidney injury with elevated renal panel levels.  The patient was treated with intravenous (IV) fluids and an IV lasix bolus followed by an infusion.  The lasix infusion was discontinued on (B)(6) 2015 and the patient transitioned to an oral dose.  One week post-hvad implantation (on (B)(6) 2015), the patient was noted to be still requiring maintenance inotropes thereby meeting the indicators of right heart failure. An echocardiogram done two days earlier revealed mild right ventricular dilatation and systolic dysfunction.  The patient's central venous pressure ranged between 3-9mmhg.  The patient is also reported to have developed two runs of atrial fibrillation with a rapid ventricular response of 115bpm on (B)(6) 2015.  He was treated with IV metoprolol for both episodes.  An electrocardiogram revealed that the atrial fibrillation had premature ventricular or aberrantly conducted complexes.  The patient was hemodynamically stable at this time.  The patient's milrinone infusion was successfully weaned and then discontinued on (B)(6) 2015.  The acute kidney disease event was reported to have been resolved on (B)(6) 2015.  The primary investigator reported that this event was related to the hvad procedure and to the patient's hypovolemia and unrelated to the hvad system.  The atrial fibrillation event was reported to have been resolved on (B)(6) the 2015.  The primary investigator reported that this event was related to the patient's condition and unrelated to the hvad system or procedure.  The right heart failure event was reported to have been resolved on (B)(6) 2015.  The primary investigator reported that this event was related to the hvad procedure and unrelated to the hvad system or to the patient's condition.

Manufacturer narrative:
Additional information received indicates that at the time of the event, the patient was not on anticoagulant therapy because of his immediate post-operative status. The patient's post-operative condition was also reported to have required a norepinephrine infusion on (B)(6) 2015. After having gone back to the operating room on (B)(6) 2015 for re-exploration, the patient was kept sedated with precedex, fentanyl and versed and the patient was on vasopressin, epinephrine and milrinone. The primary investigator reported that the event was related to the implant procedure and unrelated to the study device or the patient's condition. No further information has been provided heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that during the patient's hvad pump exchange on (B)(6) 2015, a culture of the outflow graft membrane was positive for (B)(6). The patient was treated with oxacillin, ceftriaxone and bactrim. The site further reported that on (B)(6) 2015 (during the patient's hospitalization), he developed a pressure ulcer on the right side of his penis and scrotum. The ulcer was further described as approximately 3 x 3 cm in size, with a pink/red wound base, scant drainage and with an intact peri-wound area. The etiology of the wound was reported to be unclear. The area was treated with a topical agent and vaseline gauze. On (B)(6) 2015, the patient was noted to have an infected left groin infection. Wound cultures were positive for a heavy growth of escherichia coli and slight growth of enterococcus faecalis. The patient was treated with oxacillin, ceftriaxone and bactrim. The primary investigator reported that the outflow graft infection event was related to the hvad system and procedure and unrelated to the patient's condition. The right groin infection event was reported to have been resolved on (B)(6) 2015. The primary investigator reported that this event was unrelated to the hvad system or procedure and related to the patient's condition. The left groin infection event was reported to have been resolved on (B)(6) 2015. The primary investigator reported that this event was related to the hvad procedure and to the patient's condition and unrelated to the hvad system. Updated final conclusion: with a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's pre-existing history of diabetes, smoking and arrhythmias and their related comorbidities; as well as his recent surgical procedure that was further complicated by a return to the operating room for exploration related to post-operative bleeding. In addition, the patient's recent history of ongoing infections may also have contributed to these events. Though the root cause of the event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.